Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited a decrease in pacing impedance and noise. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good post procedure.